Event description:
Pt was referred to cardiac electrophysiology laboratory with an atrial lead fracture and fatigue. The old generator was explanted and the atrial lead disconnected. The lead was found to have fracture and an insulation break. The lead was easily unscrewed and removed. A new lead was implanted and tested without complications or problems.